Event description:
I was pain free for 4-5 months after receiving tmj implants, inc., total joint christensen devices in 2002. Today I'm in constant pain and have my good days and bad days. I have to blend and drink foods as chewing is too difficult. My headaches improved after the implant surgery, however I still get on average two headaches a month, followed by 1-2 weeks of intense pain. Just in the past two weeks, I have started suffering from facial swelling. The swelling has increased pressure on my facial nerves causing constant ringing in my ears. My implanting oral surgeon has written me off and doesn't acknowledge the pain I suffer. All of this has impacted my daily living and ability to work.